Event description:
I use a recalled philips dreamstation auto CPAP sn# (B)(4), which philips confirms is affected by the recall issued in june 2021. The symptom I now realize was probably caused by the device was burning, watering eyes, severe enough that I had to get out of bed and rinse them with cold water, after which I felt relief about 20 minutes later. This happened intermittently during the past two years or so, but it never occurred to me that it might be being caused by the CPAP machine. I have no allergies and live in a relatively hypoallergenic environment, and never had these symptoms prior to using a CPAP machine. This was my third one (previous models developed mechanical issues) but in retrospect I realize that the burning eyes started after I received the dreamstation CPAP machine. Since I suffer from severe sleep apnea, it's not clear what I can do, given the shortage of this medical device. Given how long it takes to develop cancer, I suppose I will suffer anxiety about that for the foreseeable future. It is because of that risk that I checked "life-threatening" box above. FDA safety report ID# (B)(4).